Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). The ins battery stopped working and the rep hel ped them "turn it back on." It was reported that their ins was working but the stimulation was "lower" than it should have been felt (patient reported it was vibrating their kidneys). Patient reported because the stimulation wasn't in the proper place they turned off the stimulation. It was later reported that the patient attempted to charge their ins and was not able to. The options of jump starting their ins or replacing it (due to age) was mentioned to the patient. The patient¿s device was in overdischarge. No further complications reported/anticipated.